Event description:
Tht pt reported, he believes his insulin infusion device that he has not used in over a year is not properly delivering insulin. He stated, the first day he used it his blood glucose levels were within his normal range of 76 mg/dl, but that yesterday his blood glucose reading started out normal and then elevated to 597 mg/dl. He said, he took several boluses of insulin, but his blood glucose reading did not begin to come down until bedtime, when it had decreased to 400 mg/dl. He stated, his reading was normal this morning and remains normal. Troubleshooting did not find any issues with the product. The pt stated, he will go on insulin injections until he receives a replacement device. The pt did not require assistance from a healthcare professional or second party to address the issue. The product was replaced and requested to be returned for evaluation.